Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds following implant. The physician elected to observe the lead without intervention. Several months later the lead exhibited intermittent capture. Pocket simulation was noted in unipolar configuration, so the lead was reprogrammed to bipolar. The patient predominantly needed atrial pacing support so the physician was reluctant to change rv lead unless necessary. Upon leaving device clinic patient had a pre-syncopal episode, which the physician thought likely due to blood pressure rather than anything else but elected to replace the lead.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.